Event description:
On 11/24/2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultramini meter has an apply sample issue. On 12/09/2009, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose two or three times per day. The apply sample issue began during sometime in 2009. The pt reportedly was able to obtain her blood glucose as usual, but indicated that she had to waste more test strips to obtain a blood glucose reading. The following month at 10 am, the pt allegedly could not obtain a blood glucose reading on the subject meter due to the apply sample message. The pt promptly took her usual dose of oral medication (glipizide, actos, and metformin) at that same time. At 4 pm, the pt reportedly developed symptoms described as "blurred vision, headache, and dizzy." The pt went to the hospital where she obtained an unspecified elevated blood glucose reading on the hospital meter and was treated with IV insulin. The duration of the pt's hospital stay was 6 hours. The pt claimed the doctor diagnosed the pt with hyperglycemia at the time of concern. According to the troubleshooting performed with customer service, the correct testing technique was used and the product issue was resolved with training. This complaint is being reported because the pt claimed she was treated for hyperglycemia after she was unable to obtain her blood glucose due to the product issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.